Event description:
It was reported that system controller was alarming to connect to power when the patient was using the mobile power unit (mpu). This had not been occurring when they were on battery. Troubleshooting was attempted, but it was believed that the problem was somewhere in the patient cord of the mpu or the connection between the unit itself and the cord. The patient noted that if they jostled the cord, it would sometimes resolve the alarm. The mpu was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to the mobile power unit (mpu) was not confirmed. The returned mpu was evaluated at the service depot and evaluated alongside known working test heartmate equipment for several days without any issues. A full functional checkout was performed, and the unit passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. Additional information provided communicated that no log files were available for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their mobile power unit (mpu). Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mpu patient cable ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.